Event description:
A clinical engineer reported the system "displayed problems" during a procedure. An alternate system was brought in and used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The customer tested the system and found the problem no longer occurred. The customer cancelled their request for service. No samples were returned for eval and no additional info provided related to this event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).